Event description:
It was reported from the patient had their vns explanted because the vns was not working for the seizures. Now, the patient has possible vocal cord paralysis believed to be due to explant surgery. The surgeon suspects the paralysis is due to the explant as it occurred after the explant surgery since the surgeon had removed all the electrodes off of the nerve. It was later confirmed that the patient had a scope and paralysis was confirmed. No additional relevant information has been received to date.